Event description:
The manufacturer received information alleging a trilogy ev300 ventilator experienced a test circuit compliance fail. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the trilogy machine flow sensor was found to be defective. The service engineer states that the trilogy machine flow sensor was replaced to resolve the issue. No further investigation is required.